Event description:
An impella cp was inserted via left femoral artery in a 69 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. During the procedure, after the pump was on and started, the cannula kinked near the motor when trying to reposition. The cannula was unable to be straighten with manipulation. The cp was exchanged for a new cp, inserted via left femoral artery. The patient received support from the new cp until bridged to impella 5.5. The positioning issue and product damage will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Added: d3. Corrected: d4 (catalog & serial), h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position can not be determined as insufficient clinical details were provided and no issue was found on the pump. Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) can not be determined as insufficient clinical details were provided.